Event description:
The nurse reported system messages displayed and the system went down during the case. The procedure was cut short due to the patient being unstable. The surgeon wanted to perform a few more laser shots but felt the treatment completed was adequate. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the complaint. The shutter mechanism was replaced. The system was then tested and met all product specifications. The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)